Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall which resulted in a pocket infection and the cardiac resynchronization therapy pacemaker (crt-p) was coming through the skin. The crt-p and left ventricular (lv) lead were explanted and later replaced with an leadless implantable pulse generator (ipg). The right ventricular (rv) lead was capped and not explanted due to the length of time implanted and the patient's age. The rv lead was placed under the pectoral muscle and a wound vacuum assisted closure was used. No further patient complications have been reported as a result of this event.